Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 367 mg/dl with lethargy and leg pain. The reporter indicated that the blood glucose decreased appropriately. The reporter stated that the patient's blood glucose levels appeared to spike in the early am. The reporter confirmed that the pump settings were correct. The reporter was advised to follow up with the patient's health care provider regarding the possible need for pump settings adjustments. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.